Manufacturer narrative:
(B)(4). Concomitant medical products: 00840107202, flexible cannulated reamer, 6 mm diameter, lot#: 62013911. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05872.

Event description:
It was reported that during an elbow arthroplasty procedure, two (2) reamers became stuck in the intramedullary canal during use. While trying to remove the reamers, they both fractured. There was a forty-five minute delay to the procedure due to the issue. No additional information is made available.

Manufacturer narrative:
The following report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the head had disassembled from the shaft and the shaft the shaft had fractured. It is likely that the device fractured while trying to extract the shaft using an alternative method after the head disassembly. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available from the event.